Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received questionable creatinine results for one patient sample from cobas c501 serial number (B)(4) and complained there was a possible interference which led to the wrong results. The initial result was 46 mg/l and was reported to the physician who asked for a new test. A new sample was collected from the patient and the result was 8 mg/l. The first sample was repeated and the result was 39 mg/l. On (B)(6) 2016, the first sample was repeated again and the result was 40 mg/l and after recentrifugation the result was 39.6 mg/l. The second sample was repeated the result was 6.7 mg/l. The patient was not adversely affected. Review of the reaction monitors provided showed that the sample reactions differed and the issue was reproducible. There was no indication that the issue was caused by turbidity in the sample or any kind of unspecific precipitation in the measurement cuvette of the analyzer. As the patient does not take any medication, drug interference could be excluded.

Manufacturer narrative:
A root cause for the issue could not be determined with the information provided for investigation. The customer was asked to perform additional testing on the patient sample but did not perform this testing. The issue was most likely due to incorrect patient identification.